Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) levels ranged between 40-500mg/dl. The low bg levels were caused by the customer's inability to determine how much insulin was being delivered prior to the occlusion alarm stopping insulin deliveries. Manual injections would be delivered to address the elevated bg levels and juice was consumed to address the low bg levels. A test bolus was delivered without the infusion tubing attached while the customer was disconnected from the pump and an occlusion alarm occurred. Tandem technical support informed the customer that the occlusion was within the cartridge and advised the customer to perform a cartridge change to address the issue.